Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the customer and recommended replacement of the hard paddles assembly. Several attempts to f/u with the customer have been unsuccessful, therefore, physio was unable to confirm if the hard paddles have been replaced.

Event description:
It was reported that the adult paddle plate attachment fell off of the hard paddles assembly which would not have allowed for sufficient defibrillation therapy delivery. There was no pt use associated with the reported failure.